Manufacturer narrative:
This MDR is being submitted following our procedure: the patient experienced high blood glucose levels and positive for ketones (dka). Patient was on the v-go at the time of hospitalization. Device worn at the time of hospitalization is not available for investigation. There is insufficient information available to determine if the v-go contributed to the event or not.

Event description:
Type 1 diabetic on vgo 30 for approx 2 months reported to valeritas customer care during an outbound call that she was hospitalized while wearing vgo. Ae assessor spoke with patient (pt) for further investigation of this report. Pt reports that for 3 days prior to the hospitalization she had bg values in the 600 range, was vomiting and "felt very nauseated". Pt saw her hcp and was transported from hcp office to emergency room and then admitted to hospital for "high blood sugar, positive ketones and the rsv virus". Pt reports she changed her vgo every 24 hours but did not monitor the gray indicator in the vgo viewing window. Pt is unable to identify contributing factors to the hyperglycemia while on the vgo. Pt reports that while on vgo she "was lazy and did not check" her blood glucose so she did not know her vgo bg range. Patient says she is not sure if she had her v-go on correctly however she is no longer in the hospital and is now back on her pens. Pt bolused per sliding scale with vgo. Pt reports that while hospitalized she was informed she had a heart attack, but the cardiologist was unable to determine when she had the heart attack and "it was likely before being hospitalized". Pt is currently on lantus 17 units in the morning, lantus 15 units at night and apidra at meals pr sliding scale with correction. Her bg range off vgo and on the insulin injections is in the 200 to 571 range. The vgo the pt was wearing when hospitalized was removed and disposed of by the hospital staff and is unavailable for technical review. This case will be closed without further follow-up from ae assessor. The pt was discharged from the hospital on insulin injections and continues to experience hyperglycemia. Pt is in contact with chp for bg mgmt.